Event description:
It was reported that a basal/bolus infusor had coiled tubing that was entangled. This issue was observed while filling the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Visual inspection did not identify entanglement of the tubing. Functional testing did not show entanglement after the device had been filled with fluid. The initial evaluation could not confirm the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.